Event description:
Healthcare professional (hcp) reported that a patient who was injected with 6ml juvéderm® volux¿ into the chin and jaw area [c1, c2, jw4, jw5, c], 1ml juvéderm® volift¿ with lidocaine [ck3, soof] and 1ml juvederm® voluma¿ with lidocaine [cr1, cr4]; has experienced "frequent swelling and asymmetries in the chin and jawline area especially when having a flu or during sickness". Patient asked for the filler to be dissolved. Hcp later reported that the patient has no swelling currently however, they're complaining of asymmetrical results in the lower face. No further information regarding treatment or symptom information provided. This is the same event and the same patient reported under patient identifier (B)(6) and (B)(6)this emdr is being submitted for the suspect product, juvéderm® volux¿.

Manufacturer narrative:
Clarification to h6: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of flu, deemed not device related, is considered an unexpected adverse drug experience.